Manufacturer narrative:
Analysis was performed by onsite service personnel which included functional testing. The results of the analysis indicate the remote speaker was faulty. Based on the results of analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty remote speaker assembly. The issue was resolved by replacing the remote speaker. The product was confirmed to be functioning and is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on a patient information center ix indicating that no audible alarm was triggered. It is unknown if the device was in use at time of event, and there was no adverse event reported.